Manufacturer narrative:
D4: expiration date: added. D10/h3: product available to stryker: corrected. H4: manufacturing date: added. H3: reason for no evaluation: corrected. H3: reason code ¿ other: corrected . H3: summary attached: updated. The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported complaint was not confirmed, and it cannot be definitively determined that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported issue main coil prematurely detached/separated inside the patient. H3 other text : the subject device not returned.

Event description:
It was reported that during the balloon assisted coiling procedure, the coil (subject device) was prematurely detached from the delivery wire. The coil was removed from the patient anatomy within the microcatheter. There were no clinical consequences to the patient and the procedure was completed successfully.

Manufacturer narrative:
This is 2nd of 2 MDR reports. The subject device not returned.

Event description:
It was reported that during the balloon assisted coiling procedure, the coil (subject device) was prematurely detached from the delivery wire. The coil was removed from the patient anatomy within the microcatheter. There were no clinical consequences to the patient and the procedure was completed successfully.